Manufacturer narrative:
(B)(4).  Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the customer's device will no longer power on.  There was no report of any patient use associated with the reported issue.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported power issue.  Physio did however observe the device to not have the ability to recognize a shockable ECG rhythm.  The cause of the observed issue was determined to be a shorted capacitor, designator c156 from the analog pcb assembly.   The cause of the reported power issue could not be determined.